Event description:
A langston device was used in a patient and did not produce accurate pressure gradient measurements. The langston device was removed and the physician noticed there was a hole in it. No patient impact was reported.